Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification. (B)(4).

Event description:
It was reported that the lead was repositioned after x-ray showed it had been pulled back during the epicardial lead implant. The lead was found pulled back again with high capture thresholds. The pocket was opened and the lead was extracted and replaced. Patient was doing fine post procedure.